Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. The rootcause was determined to be due to user fault. Technical alarm 318-inspiration valve failsafe failed or occlusion in inspiration is active during start-up. A later update that was received mentioned that no issue was present after performing zero calibration. Most likely the inspiration port was blocked during start-up which triggered the failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 showing alarms 315- inspiration valve failsafe failed or occlusion in inspiration and 401-inspiration valve or device leaky. Furthermore, there was no patient associated with the event.